Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room feeling fatigued, the patient was found to have a septic embolism and vegetation on the right ventricular lead. The entire system was found to be infected when the patient presented for a routine device check-up a couple of days later. The entire system was explanted using a laser extraction tool. The procedure was completed successfully without adverse consequence to the patient. The patient condition was good following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.